Event description:
A customer in the united states reported the vitek ms mis-identified the isolate as ochrobactrum anthropic on 2 different occasions. The isolate was then run a vitek gram-negative card where it was identified correctly as brucella melantensus while using; vitek ms. There were no reports of patient harm.

Manufacturer narrative:
An investigation into a misidentification event while using the vitek® ms instrument was performed. An analysis of the instrument data logs was performed. An instrument fine tuning was performed to ensure the instrument was properly optimized. The confirmed identification of the organism was a brucella species. Review of the spectra in the knowledge base does not include any of the brucella species. Per the user manual, "testing of non-clinically validated species or species not found in the database may result in an unidentified result or a misidentification." The instrument is operating as intended.